Manufacturer narrative:
The event of lymphoma alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is suspected alcl. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "alcl left and right". The device remains implanted. Pathological markers confirming alcl have not been received. This record is for the left side.